Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric, de novo target lesion containing a lesion bend of <=45 degrees was located in a mildly tortuous non-calcified left circumflex artery (lcx). A 2.75x32mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent strut was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. The proximal end of the stent was damaged and bunched in a distal direction exposing approximately 8mm of the balloon wall. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the exposed balloon wall. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed multiple inner/outer extrusion kinks. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric, de novo target lesion containing a lesion bend of less than equal to 45 degrees was located in a mildly tortuous non-calcified left circumflex artery (lcx). A 2.75x32mm promus element drug eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent strut was broken. The procedure was completed with another of the same device. No patient complications were reported.